Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a davinci robotic prostatectomy procedure, the device was closed and fired normally but the staples did not form. The device had fully cut however the staples were still in the u shape. They replaced the cartridge fired again and the same event occurred. Finally a new device and cartridge from a different lot was used to complete the procedure. The patient had approximately 500cc of blood loss. Normal blood loss for this procedure is 50cc. The patient has been discharged home. The device is currently quarantined with risk management. (B)(6).